Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple wall adapters and usb cables. Customer reported blood glucose (bg) level was 244 (mg/dl). A bolus via the pump was delivered to address bg level. Reportedly the customer has manual injections as alternate insulin therapy until the replacement pump is received.